Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter could not advance through the sheath. The balloon catheter was replaced which resolved the issue. It was then reported that the valve of the sheath was leaking. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.